Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6005335 have already been previously tested in the pr 1873893 on 23/may/2024. Test results: the reference samples were visually inspected. All test results were within specifications as per the test report database pr (B)(4) complaint test report. Device history record (DHR) review: the lot 6005335 was manufactured according to the work instruction (wi) version 68 manufactured in the line 6, on 18/jfeb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 03/mar/2025 against malfunction code adhesive patch lifts or detaches during use and lot 6005335 and no other complaint has been registered in database for the same lot 6005335 and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests for returned/retention samples, no non-conformance (nc) raised during production, only one complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market vigilance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the reference samples for the lot 6005335 have already been previously tested in the pr (B)(4) on 23/may/2024. Test results: the reference samples were visually inspected. All test results were within specifications as per the test report database pr (B)(4) complaint test report. Device history record (DHR) review: the lot 6005335 was manufactured according to the work instruction (wi) version 68 manufactured in the line 6, on 18/jfeb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 03/mar/2025 against malfunction code adhesive patch lifts or detaches during use and lot 6005335 and no other complaint has been registered in database for the same lot 6005335 and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests for returned/retention samples, no non-conformance (nc) raised during production, only one complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market vigilance activities.

Manufacturer narrative:
Patient country: germany.

Event description:
Unomedical reference number (B)(4) event occurred in germany. On 19-june-2024, patient complained about the adhesive issue. No further information.